Event description:
It was reported that a cgm error occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for a pump reset, which the customer successfully performed, resolving the error and allowing the customer to start a new sensor session without further issues.